Event description:
It was reported that the display on the insulin pump is blank. It was stated that the insulin pump does not have physical damage. Device might have been exposed to sweat and humidity. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did return. Blood glucose value is 156 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.